Event description:
It was reported that the ilet pump¿s display became cracked with screen lines after the user fell on their hip, rendering most of the screen not visible while the device continued to function and communicate with the connected mobile app. Symptoms included no adverse clinical effects. Outcomes included the user reverting to backup therapy and continuing cgm use via the dexcom app or receiver. Investigation included review of user reports and device history, verification of shipping and return, and replacement logistics. Investigation of this device revealed physical damage to the pump display consistent with impact, with no performance malfunction of insulin delivery or alerts, and the device component affected was the screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from accidental impact.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.